Manufacturer narrative:
(B)(4). The investigation is currently in progress. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardioplegia side of a hcu30 is not cooling. The incident occurred prior to use so no patient was involved. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device and confirmed the issue. He replaced the shunt valve and the 1/2 inch female connector which was leaking. He performed a functionality, calibration and safety checks as per factory specifications. All checks passed and the device was returned to service there was no patient involvement.

Event description:
(B)(4).